Event description:
Healthcare professional reported "tightening, looking like a cap con and nipple necrosis". This record is for unknown side. Device status unknown.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: necrosis, capsular contracture baker grade unknown further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.